Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction alarm did not return, and was advised to continue using pump and to call back if any further malfunction alarms occurred.